Manufacturer narrative:
The customer reported complaint of the thermogard console (sn (B)(6) displayed tcmid:02 (ce danfoss error) error message when powered on was confirmed based on the event log review but not during functional testing. The root cause for the observed issue was a defective cooling engine, due to the defective component. As part of routine service during testing, the console was examined and the top lid was noted cracked, unrelated to the reported complaint and likely attributed to user mishandling. The console passed the initial functional testing without any issues. However, upon further testing of the console, the cooling engine (ce) compressor motor winding was found leaking current, which caused the console to display the tcmid:02 error message. The cooling engine needs to be replaced to remedy the fault. The event log was reviewed and confirmed the occurrence of multiple tcmid:02 error messages around the reported event date. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system with sn (B)(6). Correction, b4, device manufacturer date.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
The customer reported that the thermogard console (sn (B)(4)) displayed "tcm ID:02" (ce danfoss error) during power-on-self-test prior to patient use. The treatment started with another console. No consequences or impact to the patient.